Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had blood glucose level and the blood glucose was 400 mg/dl. The customer was treated with manual injection . No product is expected to return for analysis.